Event description:
Device 2 of 3: reference MFR report: 3008829311-2017-00943 & 3008829311-2017-00945. It was reported the patient did not feel her drg system was giving her any pain relief. The patient was reportedly reprogrammed twice after implant. X-ray taken did not show any anomalies. The patient stated she would like her drg system removed.

Event description:
Device 2 of 3, reference MFR report: 3008829311-2017-00943 and 3008829311-2017-00945. Follow up information received identified the patient had her drg system removed.